Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device was not in patient use. The device has not been returned to the manufacturer. At this time, the manufactuere is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.